Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused severe gerd and digestive issues. The patient did receive medical intervention and reported to have surgery on the esophagus. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam and patient alleging of gerd and digestive issues and allegedly had surgery on esophagus. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and observed an dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, pca, blower, blower box, blower outlet seal, p4 power connector, dc jack color insert. Unknown contaminate was observed on the inside of the top and bottom enclosures and inside the ui and rear panels. Liquid ingress was observed on the blower and blower box. A contaminate consistent with keratin was observed on the blower box. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer powered up the device and provides airflow. The manufacturer concludes there was no evidence of degraded sound abatement foam. Section h6 were updated in this report.